Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was stuck in the advancer tube. There were several failures over the month of march. There was no reported patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was stuck in the advancer tube. There was a significant amount of sealant stuck to the device component. There were several failures over the month of march. Hemostasis was achieved via manual compression. There was no reported patient injury. The device storage temperature did not exceed 25 degrees celsius. The device was stored and prepped according to the instructions for use (IFU). The vcd was used in the common femoral artery. The vcd was used in an interventional peripheral procedure. The deployer was certified in the use of the mynx device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2302402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.